Event description:
It was reported there was power on reset message on the patient programmer in addition to a ¿call your doctor¿ icon. The patient started seeing the message two days prior. Additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
Product ID: 3037, serial# (B)(4), product type: programmer. Patient product ID: 3093-28, lot# v458555, implanted: (B)(6) 2010, product type: lead. (B)(4).